Event description:
According to the reporter: occurred during a wedge / segmental resection procedure. The stapling reloads were being used for the segmental resection of the lung. The yellow shipping wedge on one of the reloads was broken into pieces. The pieces might have fallen into the cavity. One broken piece was retrieved, however, the rest of the pieces were not found. There was no additional patient harm. The status of the patient is no problem.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. Visual functional indicated no abnormalities. Pmv performed functional testing which included the reload was loaded into a pmv representative instrument for functional testing. The reload was cycled without hesitation, and was applied to test media. All staples were placed and test media was cleanly transected. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.